Event description:
Reporter alleged blood glucose measured 358 mg/dl on one particular bottle of test strips back to back with a result of 125 mg/dl on a different bottle of test strips when performed 10 minutes apart. Reporter indicated no action were reportedly taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Additonal information: manufacture date 07/2006.